Event description:
The user facility reported that their century sterilizer emitted steam. The fire alarm was triggered subsequently dispatching the fire department. No evacuations occurred. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and observed a pin size hole in the side of the steam generator tank. The repair for this unit has yet to be completed. The sterilizer is currently locked out and tagged out, and is awaiting a new steam generator. A new steam generator is on order and will be installed upon arrival at the user facility.